Event description:
New information reported stated that a lead fracture was noted during the replacement procedure on (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information reported stated that on (B)(6) 2017, the right ventricular lead was capped and replaced. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic following an inappropriate shock due to right ventricular lead noise. The noise was reproducible in clinic with isometrics. The lead also exhibited an increase in capture thresholds and pacing lead impedance. A lead revision was discussed. No further information was available.